Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed but did not pierce the skin, yet the pink slide was in the forward position, indicating an unknown needle mechanism failure. Patients father was unsure if the cannula had properly inserted and reported that when the pod was removed, the cannula appeared bent. Blood glucose levels were reported to be about 477 mg/dl. An ambulance was called, but treatment was not provided since patient had stabilized by the time ambulance arrived. No medical intervention was required.